Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring along with vaginal colpopexy, anterior colporrhaphy, enterocele repair with graft, cystoscopy due to pelvic organ prolapse. It was reported that patient underwent surgery on (B)(6) 2007 and allograft refliform was also implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient underwent mesh revision on (B)(6) 2008. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced spotting, recurrent cystocele, leakage, and urgency. (B)(4).